Event description:
It was reported that the customer was hospitalized due to elevated glucose levels (520 mg/dl). Reportedly, the customer had issues with the infusion set. No further information was provided on the reported issue and contact was unable to provide infusion set manufacturer.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.